Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss (date not reported) due to a head trauma. The device has not been made available for analysis as of the date of this report, (B)(6) 2014.

Manufacturer narrative:
(B)(4). Device currently unavailable.